Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/29/2015 with the following findings: during investigation, a review of the pump¿s black box and alarm history showed a cs 078 call service alarm. During testing, the call service alarm 078 was duplicated. It was revealed that due to moisture damage the motor flex connector, the pump motor did not function. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Also unrelated to the complaint, revealed that the display was dim and discolored. Lines were missing on the display due to a failed display flex. A test display was inserted and the display functioned properly. In addition to these issues, investigation revealed the audio bolus button was torn. Initial reporter: (B)(6).

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.